Manufacturer narrative:
Were corrected to product problem and malfunction respectively.

Event description:
It was reported that while surgeon was drilling tibial baseplate trial, 1/8 drill with stop broke. No adverse consequence to the patient. Surgery performed as normal. Rep reported that "information submitted was everything from both surgeon & hospital - no further details."

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been 3 other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that while surgeon was drilling tibial baseplate trial, 1/8 drill with stop broke. No adverse consequence to the patient. Surgery performed as normal. Rep reported that "information submitted was everything from both surgeon & hospital - no further details."